Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued persistent restart alerts and a consecutive stalled motor alarm, with repeated restarts and a device shutdown and reboot on a charger, after which insulin delivery was intermittent; the user transitioned to multiple daily injections and a replacement device was shipped while the original is being returned. Symptoms included hyperglycemia with readings over 400 mg/dl and prolonged periods above 180 mg/dl, without ketosis, loss of consciousness, or other acute sequelae. Outcomes included the need for backup subcutaneous insulin via pen and assistance from a caregiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.